Event description:
Customer reported that the insulin pump was chipped and cracked and will not hold the reservoir. Customer also reported that the blood glucose readings go up in the night to over 500 mg/dl. The blood glucose reading at the time of the report was 225 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and broken battery tube threads.